Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for decreasing and low rv tip-to-rv coil pacing impedance. It was additionally noted that the lead exhibited increasing and high threshold and chronically low and decreasing amplitude in r waves. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.